Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The actual date when the event occurred in unknown. The serial number of the device is unknown; hence the date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on an unspecified date her adc freestyle libre device would not turn on with button press or with test strip insertion. She further reported that due to this she could not check her blood glucose, so she was taken to a hospital. At the emergency room customer was diagnosed with hyperglycemia, ¿which ended with hemorrhage¿ and treated with ¿laser treatment to stop the hemorrhage¿. No additional information was provided by the customer as she declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed.

Event description:
Customer reported that on an unspecified date her adc freestyle libre device would not turn on with button press or with test strip insertion. She further reported that due to this she could not check her blood glucose, so she was taken to a hospital. At the emergency room customer was diagnosed with hyperglycemia, ¿which ended with hemorrhage¿ and treated with ¿laser treatment to stop the hemorrhage¿. No additional information was provided by the customer as she declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported that on an unspecified date her adc freestyle libre device would not turn on with button press or with test strip insertion. She further reported that due to this she could not check her blood glucose, so she was taken to a hospital. At the emergency room customer was diagnosed with hyperglycemia, ¿which ended with hemorrhage¿ and treated with ¿laser treatment to stop the hemorrhage¿. No additional information was provided by the customer as she declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.